Manufacturer narrative:
Product event summary - analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was low sensing and then no sensing on the atrial lead. The inappropriate sensing resulted in inhibition of pacing. The lead had visible insulation damage as was seen during the explant procedure. During the explant procedure, the atrial setscrew on the device was damaged. Both the atrial lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. Event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a missing set screw. (B)(4).